Manufacturer narrative:
The concerned telescope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reportable defect, broken lens in the optical system. The inspection also found the rigid outer tube is bent, the meniscus lens under the distal objective cover glass is broken, and scratches on the eyepiece funnel. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer ¿ultra¿ telescope has a lens defect, ¿rod lens/broken¿. The customer reported problem was found at preparation for use. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by user error, improper handling and excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.